Manufacturer narrative:
Review of programming history.

Manufacturer narrative:
Device malfunction is suspected, but ID not cause or contribute to a death or serious injury.

Event description:
Reporter indicated patient presented at normal office visit with high lead impedance on a system diagnostics test, indicating a possible lead malfunction. The physician's office has elected not to have x-rays taken. Revision surgery is likely.

Event description:
Review of additional programming history shows that high impedance was seen on (B)(6) 2007. The device's normal mode output current was programmed off on this date.